Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature battery depletion, noise was also noted on both channels. The device was explanted and replaced.